Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the missing segments due to the blank display.

Event description:
The customer reported a partial display after leaving the insulin pump inside of a cooler. Troubleshooting was performed, and the display went blank. Advised that the insulin pump would be replaced. Nothing further was reported.